Manufacturer narrative:
The field service engineer replaced the vacuum pump oil and catalytic decomp filter to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 11/13/2015.

Event description:
While onsite servicing the sterrad 100s sterilizer for another issue, an asp field service engineer (fse) discovered haze/mist/vapor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past 6 months (05/17/2015 ¿ 11/13/2015) did not reveal a significant trend; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.